Event description:
Senseonics was made aware of an incident where user reported a high glucose event on (B)(6) 2025 at approximately 3:07 pm pt and provided an example set of sg 205 mg/dl and bg 257 mg/dl. A review of the data management system (dms) confirmed that at 3:07 pm pt the sg was 205 mg/dl and the bg was 257 mg/dl. Dms review further confirmed that the user did not receive a high glucose alert at the time of the event because the sg did not exceed the alert threshold. The user did not seek medical treatment. The user's hcp is not aware of the event, and the user was advised to follow up with their hcp for further medical guidance. Per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.